Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is unable to drive due to sensitivity to sunlight and glare at night. Attempts to gather additional information have been unsuccessful.